Event description:
It was reported that low impedance and noise were observed. Lead defect suspected. Lead was repaired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.